Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was in the 40 mg/dl range. The patient treated by eating sweets and their blood glucose then increased to the 300 mg/dl range. The customer stated that they have gastroparesis, which may contribute to issues controlling their blood glucose values. Troubleshooting was initiated for the low blood glucose. The customer confirmed that they were using the 670g insulin pump with auto mode. The customer stated that auto mode was automatically delivering insulin at the time of the hypoglycemic event. Further troubleshooting was declined; the customer claimed that their low blood glucose was due to their own over-correction. The customer also mentioned having a past heart attack and memory problems. The insulin pump will be returned for analysis.